Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to open circuits. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 10, 2024.